Manufacturer narrative:
Further info from the reporter regarding event, prod and pt details has been requested. No add'l info is available at this time. The events of exposure, drainage and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining the probable cause of these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Health professional reported implantation os seri surgical scaffold and concomitant breast implant during left side mastopexy surgery. Post-implantation, the pt experienced implant exposure with drainage and the "seri did not incorporate". Treatment included removal of the breast implant. It is unk whether the seri surgical scaffold remains implanted. The device is not available for return.